Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 21jul2020.

Event description:
The customer reported a ventilator would not power on. This event was evaluated in-house by the customer. There was no on-site evaluation by the manufacturer. There was no patient involvement or harm. The customer reported that the replacement of the power assembly fixed this event. The customer further reported that the oxygen flow, oxygen percentage, electrical leakage, and performed an extended self-test of the ventilator. No problems were identified. The device was then returned to service.